Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue following a closurefast procedure. The closure procedure was successfully completed on greater saphenous vein. Some time after the procedure, pt complained of severe leg pain. Pt was sent to ER and was admitted; ultrasound showed signs of thrombus in gsv.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.